Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of incident. Customer declined troubleshooting for high blood glucose level. Customer experienced low blood glucose level at night. The customer stated that the reservoir ring was crack or broken. Customer stated that the reservoir ring does not lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan the insulin pump will be returned for analysis.